Event description:
The nurse called on the customer's behalf. The nurse reported that the customer was hospitalized for high blood sugar levels. The nurse stated that there was an alarm showing in the history which kept reoccurring. Troubleshooting was done and the pump passed the tests. The nurse was instructed to have the customer change out the entire set and site.